Manufacturer narrative:
A.1-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 console 3 position. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 console displayed an error code during procedure. According to follow up, the bubble detector is not working. There is no report of any patient injury.

Manufacturer narrative:
H11: through follow-up communication with livanova field service representative in charge, it was confirmed that the bubble sensor issue was not related to a false air bubble alarm. To solve the issue, the technician replaced the bubble sensor. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: no additional information on the failure was retrieved, however the customer excluded a false alarm (oversensing) issue. Based on the available information and technical intervention, the root cause of the event was traced back to a defective bubble sensor, most likely due to wear. The wearing of electro-mechanical devices can be originated by the specific use conditions at customer¿s site and may have contributed to the event. However, this could not be confirmed since no additional information were made available.